Manufacturer narrative:
Unknown.

Event description:
During continuous renal replacement therapy with a prismaflex set (unknown type), it was reported that the effluent luer lock was broken when changing the effluent bag. The treatment was stopped and the blood in the extracorporeal circuit was returned to the patient.